Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a small amount of resistance when filling a cartridge with insulin. The customer successfully completed the load process. The customer's blood glucose level was 100 mg/dl.